Event description:
It was reported that the guidewire tip broke. The chronic totally occluded target lesion was located in the superficial femoral artery. A 200cm, 8cm poly tip v-18 control wire was advanced but failed to cross the lesion and the guide wire tip was kinked and was broken in the lesion. The device was pulled back as normal to be removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.